Manufacturer narrative:
Beckman coulter service was not dispatched for this event because the customer was able to troubleshoot the issue with customer technical support (cts) over the phone. The customer stated that the blood sampling valve (bsv) was dirty with protein build up. The customer cleaned the bsv and the instrument ran without any leaks. The cause of the leak was that the bsv was dirty with protein build up. (B)(4).

Event description:
The customer contacted beckman coulter (bec) to report a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protection equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.